Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the catheter developed a severe external kink, alarmed optical sensor failure, and lost the arterial signal. The patient was transferred to a different facility so no attempt will be made to return the balloon. There was no reported patient injury.